Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where "channel c is out of service" was confirmed during product evaluation. The root cause was assigned to a defective pump head module. The pump head module assembly on channel c was replaced in order to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for a similar problem. During previous service on (B)(6) 2009 for "won't turn on", the channel c stop key failed during testing and the channel c keypad was replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a reported condition where "channel c is out of service". This condition has the potential to cause an interruption of delivery. This condition was found in the intensive care unit. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.